Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Event description:
It was reported that a patient was transported in from another hospital with a broken closed suction catheter. The break was found while troubleshooting for a leak. No additional information was provided.

Manufacturer narrative:
Received one used sample that was not returned with the original packaging. The skive was visible outside of the seal cartridge subassembly area (peep seal area). There is no blockage in the system. The catheter tubing advances freely through the y small adapter without interference. The catheter bushing was intact to the cone adapter and the thumb valve was in an upright position. The entire device was visually inspected for damage. The position of the thumb valve was in the upright position. The thumb valve was depressed and released multiple times for functional inspection. Each time after release, the thumb valve returned to the upright position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was heard meaning there was a leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted into a beaker of water with methylene blue, the suctioning did occur and when the thumb valve was depressed, suctioning increased. Suctioning is not supposed to occur when the thumb valve is in the upright position. The suctioning did occur as well when the valve was placed in the locked position. Investigation identified that the leakage on the thumb control valve was located on the tip of the suction adapter port, after performing a detailed visual sample evaluation it was observed that all components were correctly assembled. In order to extend the sample evaluation it was determined by the investigation team to dissect the control thumb valve to look for any abnormal condition; the only difference observed when visually compared to other samples was the shiny condition inside the elastomeric seal. This variation in the seal is related with dispensing system in seal and plunger machine st 5 that spray silicon-heptane inside the seal. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).